Manufacturer narrative:
Correction: g6: combination product?: no h6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with was not observed. Additionally, 10 retention samples for lots 0136278 and 0283803 from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Testing was unable to be performed in the third noted lot since there was no mention of a lot number associated with it. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred three times with lots: 0283803,0316278, and unspecified unknown lot . The following information was provided by the initial reporter: translated to english. The customer stated: "na-citrate tubes overfilled. This issue has been going on for a couple of weeks."

Manufacturer narrative:
Medical device expiration date: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0316278, medical device expiration date: 2021-08-31, device manufacture date: 2020-11-11. Medical device lot #: 0283803, medical device expiration date: 2021-07-31, device manufacture date: 2020-10-09, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. This event occurred 3 times with lots: 0283803,0316278, and unspecified unknown lot . The following information was provided by the initial reporter: translated to english. The customer stated: "na-citrate tubes overfilled. This issue has been going on for a couple of weeks."